Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 444 mg/dl at the time of incident and current blood glucose level was 174 mg/dl. Customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer was treated with manual injection. Customer was not calling back to perform a high pressure test. Customer was declined to troubleshoot for high blood glucose levels. The insulin pump will be returned for analysis.